Event description:
It was reported that the implantable pulse generator (ipg) triggered elective replacement indicator (eri) but was able to be reprogrammed out of eri since it was due to a false trigger. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the battery measurement was not available. False elective replacement indicator (eri) and battery voltage not available due to measurement system lock-up. Reset of the device by programmer with updated software cleared the lock-up condition. (B)(4).